Event description:
It was reported that the device exhibited post-paced t-wave oversensing (pptwos). The patient will be monitored. No patient symptoms were reported.

Event description:
It was reported that the device exhibited post-sensed t-wave oversensing (pstwos). The patient will be monitored. No patient symptoms were reported.